Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call keypad anomaly and compromised force sensor system error alarm on the insulin pump. Customer's blood glucose level was unknown. Customer advised that the buttons of the insulin pump are hard to press and insulin would shoot out, during the prime process. Customer advised the alarms were softer than normal and difficult to hear. Troubleshooting was not performed. The insulin pump will not return for analysis.